Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a cassette detached alarm. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
D9: device received on 8/20/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective latch lock sensor was found. The customer's problem was replicated. The latch lock sensor was replaced to fix the issue. The upstream occlusion sensor/seal were replaced due to excessive adhesive, and the downstream occlusion seal was also preventatively replaced.